Event description:
One samples of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil were as corresponded to the specific code set-0013-25. During the inspection an over inserted k -zero was identified in the secondary port (needle-free access port). A microscopic examination was performed, and a crack was detected at the secondary port due to the over insertion found. Customer complaint is confirmed. The probable root cause is related to a leak caused by over insertion of the secondary port during manufacturing, which could have resulted in a crack. A replacement of non-adjustable torque wrenches was performed to mitigate this issue. The current process controls detection include, 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. The batch record fa25d01027 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: customer reported: "we have had an issue with several of our primary tubing kits in the past month. Several had cracks. No lot# available for the cracked cassette. A preliminary review identified the following issue: administration set breaks (any part). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.